Event description:
A zoll distributor contacted zoll to report that electrode belt sn (B)(4) had non-functional therapy electrodes.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (therapy electrode non-functional) has been confirmed. Upon investigation, the electrode belt failed incoming functionality testing. The trunk cable connector was physically damaged. The pulse wire in the connector was open. The root cause for the open wire could not be positively identified, but was likely excessive force on the connector. No adverse event resulted from the open wire.